Event description:
It was reported that the atrial lead perforated the right atrium and was located in the pericardium. The atrial lead was removed and the right atrium was repaired. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and was breached cut. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. Visually there was apparent explant damage.